Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose levels rose to 328 mg/dl while wearing the pod between 4 and 24 hours, prompting medical attention via a phone call on (B)(6) 2026. The patient experienced symptoms including vomiting and stomach pain and was reportedly diagnosed with large ketones by the medical professional. Upon pod removal, the cannula was found to be bent. As treatment, the medical professional advised administering additional insulin and changing the pod site. No further diagnosis or escalation of care was required, and management was limited to home treatment recommendations.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Cracks were observed on the top housing. The timing and cause of the observed housing cracks could not be determined.